Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that they had been trying to connect the recharger for a couple of weeks. The patient was charging the ins, but not getting good coupling. The caller was not with the patient to do any troubleshooting. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated a cause could be determined for the poor coupling. However, it was not explicitly stated what it was. The patient turned the dial on the pad 1/4 turn which resolved the issue.